Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a new onset of sustained atrial fibrillation on (B)(6) 2022. Amiodarone was administered and electrolytes were repleted as needed. Heart rate was 80-120 beats per minute (bpm). The patient then had direct current cardioversion (dccv) on (B)(6) 2022 with atrial flutter indications. The arrhythmia converted to normal sinus rhythm. On (B)(6) 2022, 1700ccs of fluid were extracted during a left thoracentesis due to left pleural effusion. The patient developed a respiratory tract infection on (B)(6) 2022. Symptoms included a fever of 102 and leukocytosis. Blood cultures were collected and the patient was started empirically on vancomycin and zosyn. A chest x-ray showed recurrent moderate left pleural effusion. A sputum culture was collected and gram stain showed gram positive cocci (gpc) and a few gram negative bacilli (gnb). Ambulating on room air without significant shortness of breath but had a cough with thick yellow sputum production. The patient also had decreased breath sounds with crackles at the base of their left lung. The patient had a history of supraventricular atrial fibrillation and had cardiac resynchronization therapy defibrillator (crt-d) implanted (B)(6) 2019. The arrhythmia in this event was possibly related to left ventricular assist device (lvad) implant procedure on (B)(6) 2022.

Manufacturer narrative:
Main investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.